Event description:
It was reported that the patient was having a revision of a right thr done (B)(6) 2000. Stem came out easily and appeared to have only fibrous on-growth. Liner appeared good but was replaced because it was 14 years old. Revision implantation followed normal procedure and all went well.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding revision involving a secur-fit ha 132 hip stem #9 was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not received for evaluation. Medical records received and evaluation: not performed as no medical records were provided. Device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as operative notes, x-rays, and patient history are needed to determine the root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics.

Event description:
It was reported that the patient was having a revision of a right thr done (B)(6) 2000. Stem came out easily and appeared to have only fibrous on-growth. Liner appeared good but was replaced because it was 14 years old. Revision implantation followed normal procedure and all went well.